Event description:
There was an allegation of discrepant inr results with coaguchek xs serial number (B)(4)compared to an unknown laboratory method. On (B)(6) 2022, at 8:34 am the meter (lot number 52818122 use by date 2022/07 ) result was 3.7 inr. On (B)(6) 2022, at 10:00 am the meter result was 2.5 inr. On (B)(6) 2022, at 10:34 am the meter (lot number 57260823 use by date 2023/05)result was 5.0 inr. On (B)(6) 2022, at 11 am the meter result was 3.5 inr. The patient's therapeutic range is 2.5 inr to 3.5 inr. With a testing frequency of twice a month.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.